Manufacturer narrative:
(B)(4), wound dehiscence. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: pds ll plus antibacterial suture, pds ii (polydioxanone) suture.

Event description:
It was reported that a patient underwent a laparotomy procedure on an unknown date and suture was used for continuous abdominal fascial closure. The patient developed a burst abdomen, subcutaneous hematoma, and suture dehiscence on (B)(6) 2011 and was treated with closure of the fascia, revision, adhesiolysis, partial resection of omentum due to necrosis.

Manufacturer narrative:
(B)(4) .it was reported that the patient underwent the initial laparotomy procedure on (B)(6) 2010. On (B)(6) 2010, the patient's condition was good with only redness of the wound.